Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was oct 11, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; but was likely a result of insufficient reprocessing. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in evis exera ii gif/cf type q165, q165l/I series operation manual chapter 3 preparation and inspection." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material from the jet channel. There were no reports of patient involvement.

Event description:
It was reported the colonovideoscope was not tight. The issue occurred during preparation for use. There were no reports of patient harm.